Event description:
It was reported that on (B)(6) 2022 at 09:23 a mother of the k6 noticed that her child was not well and the monitor had not alarmed. A resuscitation of the patient had to be carried out.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation reporter institution phone number: (B)(6).

Event description:
It was reported that on (B)(6) 2022 at 09:23 a mother of the k6 noticed that her child was not well and the monitor had not alarmed. A resuscitation of the patient had to be carried out. No functional tests were completed because the customer refused further service and declined to provide additional information. Based on the information available, the exact cause for the reported issue could not be established.

Manufacturer narrative:
Customer has blocked any verification by philips. No further information regarding the reported device and event is made available by the customer.

Event description:
It was reported that on (B)(6) 2022 at 09:23 a mother of the k6 noticed that her child was not well and the monitor had not alarmed. A resuscitation of the patient had to be carried out.